Manufacturer narrative:
(B)(4). Investigation summary: bd received three angiocath units from lot 8296903 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed the reported defect. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: based off the visual inspection the engineer was able to verify the reported defect. It was determined that this defect was caused by an issue with the catheter tipping process. The manufacturing facility has been notified of this incident and the findings. Rationale: collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that angiocath bl 22ga x 1.0in had foreign matter. This occurred on 3 occasions. The following information was provided by the initial reporter: the customer reported about configuration defects of catheters.